Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The patient reported to philips that while using the dreamstation 2 the water is getting too hot in the water chamber on setting #1. He states there is a spot on the table. He states he has been using the device off and on for about 8 months. The device was not returned. If additional information is received a follow up report will be submitted.

Manufacturer narrative:
Repair evaluation information was received on 12/15/2023 and section h11 should be reported as: the patient reported to philips that while using the dreamstation 2 the water is getting too hot in the water chamber on setting #1. He states there is a spot on the table. He states he has been using the device off and on for about 8 months. The device was returned to the manufacturer's quality product investigation laboratory for investigation. Contamination in water tank, likely bio contamination 1. The external investigation showed that there were no signs of contamination on the outside of the device. 2. The device was hooked up to a known good power supply and power cord, airflow was verified to be operating correctly. The care orchestrator data was unavailable for download. The error log showed no instances of errors on the log. A heat test was run, and the humidifier ran within the specified range. 3. The internal investigation showed that there were signs of an unknown but likely bio contaminate in the water tank. There were no signs of contamination or non-conformance in the base unit. The unit was scrapped. Box d and h was updated in this report.